Event description:
A malfunction occurred on a customer's pump. There was no adverse impact to the customer's blood glucose level. The technical support team assisted the customer with resetting the pump, and the issue did not recur after the reset. The customer was instructed to continue using the pump and to contact support if the problem happened again, which the customer understood and acknowledged.